Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation did not yield a clear result; however, the analysis of the log files indicated a temporary defect in the generator. The potentially relevant components were replaced as a precautionary measure and the system then ran again as specified. The replaced and returned parts did not show any error. Based on the evaluation of the log file and the fact that the system was running without errors again after the replacement of said components, our experts agree that the cause was the temporary hardware problem, for example a temporary contact problem, which was eliminated by the technical intervention. In addition, the occurrence rate of the error pattern was checked and a possible accumulation of errors or even a possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.